Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 37 months ago. Vessel morphology from the time of implant was not reported. It was reported that recent films showed that the talent bifurcated stent graft separated from the supra renal stent and there is aneurysm enlargement. The main body of the bifurcated stent graft has migrated 4 cm and is no longer attached to the top stent. There is an endoleak feeding the aneurysm sac. The physician implanted an endurant cuff to fix the problem. Case went well patient is doing fine. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft migration, endoleak). (Unknown cause). Conclusion: (unknown cause).